Event description:
Following an uneventful novasure endometrial ablation (date unk) on an anteverted uterus a laparoscopy was done for the purpose of completing a tubal ligation. At that time, a "circumferential blanched area of uterine serosa was identified measuring approx 1-2cm in diameter. Within the blanched area was a small focus of cauterization. The blanched area was between the fundus and the right utero-tubal junction. No bowel or other complication was noted". No treatment was needed and the pt was discharged home. On (B)(6) 2011, the pt had a vaginal hysterectomy for reasons unrelated to the novasure procedure. The physician reported it was done to treat pelvic pain "most likely secondary to adenomyosis". On (B)(6) 2011, the physician reported the pt is doing fine.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the lot and serial numbers were not provided by the complainant. (B)(4).